Event description:
A follow-up report indicated that the employee was attending work and taking the medication as directed.

Event description:
A user facility reported that the inflatable lid seal of a system 1 processing unit burst during a processing cycle, resulting in liquid from the processor spraying onto the clothes of the employee operating the system 1 unit. It was reported that the employee had an allergic reaction and developed hives and a headache. The employee was prescribed ¿pregnazone¿ to treat the hives, sent home for the remainder of the day and returned to work the following day.

Manufacturer narrative:
The steris 20 sterilant concentrate used in the system 1 processor is diluted in the processor. The system 1 operator manual states that the dilution is non-toxic by oral and dermal administration, has neutral ph and has no corrosive effect on the skin, although dermal irritation may occur in sensitive individuals. A steris service technician inspected the system 1 processor at the facility and confirmed that the inflatable lid seal had ruptured. The ruptured seal was replaced, and the processor placed back in service. Evaluation of the ruptured seal determined that the likely cause of the rupture was normal wear and tear.

Manufacturer narrative:
Steris' medical device reporting process in place at the time of this complaint did not require reporting of this injury regarding what constitutes a reportable, serious injury or death. Nonetheless, steris' current process is a more conservative approach relating to reporting and therefore this complaint, reviewed today, would have resulted in a medwatch report being filed.